Manufacturer narrative:
The instrument has been returned and evaluated. Failure analysis investigation found a broken pitch cable at the distal clevis hub of the instrument. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable and the missing crimp found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci hernia procedure, the fenestrated bipolar forceps instrument did not work. On (B)(6) 2015, intuitive surgical inc., (isi) contacted the site's initial reporter in order to obtain additional information regarding the reported complaint. An attempt was also made to contact the clinical sales representative at isi and according to the csr, there was no power and that the instrument just did not work. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.